Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle (sn: (B)(6); sigadaptstnd, sig power sigadaptstnd linear adapter (sn: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic colectomy on the 2nd reload used, the reload was closed and then inserted into the patient, however the reload would not open inside the patient. On the screen it indicated that you had to hold down the two side buttons to be able to reset it at that point after five seconds the error of a red circle with a line with a yellow triangle on top. Another device was used to resolve the issue. There was no patient injury.